Event description:
Please note, the medwatch form submitted on 06/29/2010 at 12:52:26 2010 was submitted in error. This is the amended medwatch form which is the correct one. Pt having left shoulder arthroscopy/arthroscopic left rotator cuff repair/biceps tenotomy/superior labral debridement. While passing the second stitch from the first anchor, operating room technician noted about 1mm of needle tip missing. Rotator cuff very calcified and thickened. Needle was passing easily but when it was passed off the instrument, it was missing. Entire subacromial space scanned twice: no needle tip seen. Surgeon probed rotator cuff and did not feel the needle tip. Scope placed back in the joint and no needle tip seen. An x-ray revealed the tip in the rotator cuff space. Surgeon opted to leave the needle tip intact since it was not in the joint and not loose. Pt and family notified. Procedure was well tolerated and the pt was taken to the recovery room in stable condition.